Manufacturer narrative:
(B)(4).

Event description:
An endurant aui stent graft system was implanted in a patient for the endovascular treatment of a 40mm in diameter abdominal aortic aneurysm. It was reported that during the index procedure, the physician inadvertently inaccurately delivered the endurant aui stent graft. A type I endoleak was not observed however, the physician decided to implant a cuff to seal a little higher in infra renal neck. No additional clinical sequelae were reported and the patient is fine.